Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose levels (above 400 mg/dl) with trace ketones for the majority of the time that the pump was being used. The customer administered a syringe of apidra insulin. Reportedly, there were frequent insulin stoppages due to an alarm. However, the specific alarm could not be identified as the customer did not have the pump and declined to troubleshoot/upload to t:connect. It was noted that the customer stopped using the pump at the end of october.